Event description:
While servicing the ventilator, the manufacturer's service technician noted a diagnostic code in the ventilator's log history indicating an inhalation autozero failure. The respiratory therapy supervisor reported the occurrence was not reported during any previous usage and there was no patient harm. The manufacturer's service technician was unable to duplicate the finding. The service technician replaced the 3 station solenoid and sensor pcb board as a precaution. Performance verification testing was completed and all testing passed per operating specifications.